Event description:
The customer reported that a foreign, metallic-like particle was found in the eye after surgery; the eye presented with inflammation. Current pt status is unk. Additional info has been requested.

Manufacturer narrative:
The phacoemulsification handpiece, three phaco tips, wrench, and three I/a tips will be returned for analysis. The customer asked if copper or bass is in the fluid pathway of the phacoemulsification handpiece. The initial response noted both brass and copper are used in the manufacturing materials for the phacoemulsification handpiece; however, neither material is present in the fluid pathway. The parts manufactured with these metals are all internal handpiece components, would not be able to enter the eye. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.